Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had 28 af (atrial fibrillation) episodes, noted as text only with no ECG (electrocardiogram). All ECG recording was on and af was set to record. The device remains in use. No patient complications have been reported as a result of this event.